Event description:
It was reported that when using the bd pyxis¿ anesthesia station es (B)(6) the device was not communicating and repeatedly failed to connect to the network. The device required rebooting to restore connectivity. It reconnected to the network but then disconnected again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the station was communicating and verified that it was configured to use dynamic host configuration protocol with speed set to auto negotiation. The fse tested connectivity by pinging external sites and did not observe any packet loss but could not identify a clear issue at that time. The fse continued monitoring the station over several days and confirmed that it remained online, then contacted the customer, who reported no further issues. The system functioned as intended when the field service engineer investigated the device.